Event description:
Surgical procedure being performed. Anesthesia machine set to deliver 12% desflurane and according to the monitor the patient was only receiving 6% and was showing signs of waking. Machine did not alarm.